Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported multiple occlusion alarms occurred. The customer's blood glucose (bg) level was 280mg/dl and a correction bolus was delivered to address the bg level. The customer resumed insulin deliveries with the pump after the first occlusion alarm and once more after the second occlusion alarm without changing any pump supplies. No additional occlusion alarms occurred afterwards. The customer's current bg level was 175mg/dl. As the customer was not receiving an occlusion alarm when tandem technical support was contacted, troubleshooting to determine a possible cause of the occlusion could not be performed.